Manufacturer narrative:
Technician found that the bed has no head up function. The head up valve was stuck. He replaced the head up valve and the bed functioned properly.

Event description:
Info received indicated the head section will not raise.